Manufacturer narrative:
Conclusion and justification status for MDR: the instrument was examined and confirmed the failure mode as reported. The tip had fractured off and was not returned. The lot code was updated. A voluntary recall for specific lots of the specialist 2 intramedullary (sp 2 im) rod 400mm instrument (pn 96-6120) was initiated on september 8, 2015. It should also be noted that the current returned device was manufactured prior to the material change to 450ss alloy and is one of the affected lots associated with the voluntary recall. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Requests for additional investigational inputs were conducted. No additional information was obtained. A complaints search against product code 966120 identified previous complaints received for this failure mode. A voluntary recall for specific lots of the specialist 2 intramedullary (sp 2 im) rod 400mm instrument (pn 96-6120) was initiated on september 8, 2015. It should be noted that the current reported device was manufactured prior to the material change to 450ss alloy and is one of the affected lots associated with the voluntary recall. It should also be noted that the current reported device was manufactured prior to the material change to 450ss alloy and is one of the affected lots associated with the voluntary recall. The investigation could not draw any conclusions about the root cause of the current reported fracture without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI# (B)(4).

Event description:
During a tka procedure, while introducing the im rod in the femur, the im rod broke. A piece of the rod remained inside the femur canal.